Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp. The fse checked the iabp's error logs and found no alert message. The fse cleaned the output port. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that there was no arterial lines pressure value on the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that before use, there was no arterial lines pressure value on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Event description:
It was reported that before use, there was no arterial lines pressure value on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that had evaluated the iabp unit was unable to duplicate the reported issue. After the fse cleaned the output port, the iabp unit was returned to the customer and cleared for clinical use.